Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) levels ranged from 158-600 mg/dl. After resetting the pump with tandem technical support, customer resumed insulin delivery using the pump. Reportedly, the customer had manual injections as alternate insulin therapy.